Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified arteriovenous fistula. A 3.5-10/4t/90 symmetry stiff shaft balloon catheter was advanced for pre-dilatation. However, on initial inflation at nearly 10 atmospheres for 10 seconds, the balloon ruptured. Since the lesion area was not completely dilated, pre-dilatation was performed again with another 3.5 x 4 symmetry balloon and the procedure was completed. There were no patient complications reported.